Manufacturer narrative:
The investigation indicates the incubators functioned as intended based on the testing performed at the facility by the quality manager and draeger field service representatives and did not contribute to patients deaths. The police and national csi confirmed there was no functional problem with the c2000 incubator. Clarification was received indicating the government investigation determined the infectious management of the hospital was the root cause of the patients deaths and the incubators involved did not contribute to the patients outcome and the government investigation has been closed. Devices preformed as intended and did not contribute to the patient deaths.

Event description:
Four newborns died within a two hour span while being treated at the intensive care unit for newborns at the hospital and suffered sudden cardiac arrest at different times, starting from around 5:40 pm on saturday night. The staff tried to revive the newborns through CPR but could not. The hospital is working with the public health centers and authorities to find the cause of their deaths. (B)(4).

Manufacturer narrative:
The preliminary investigation indicates the incubator functioned as intended based on the testing performed at the facility by the quality manager and draeger field service representatives and did not contribute to patient death. The police and national csi confirmed there was no functional problem with the c2000 incubator. Draeger will continue to monitor the situation as the government level survey is still in progress and will take approximately one month to complete.

Event description:
Four newborns died within a two hour span while being treated at the intensive care unit for newborns at the hospital and suffered sudden cardiac arrest at different times, starting from around 5:40 pm on saturday night. The staff tried to revive the newborns through CPR but could not. The hospital is working with the public health centers and authorities to find the cause of their deaths. (B)(4).